Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent break was unable to be confirmed; however, the noted pulled stent struts were likely identified as the reported stent break. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported stent break as no stent break was identified during returned analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that the device failed to cross due to anatomy and a previously implanted stent. They were unable to confirm if the proximal struts were flared. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, distal right coronary lesion that had restenosed. Pre-dilatation was performed and a 4.0x28mm xience xpedition stent delivery system failed to cross when a fracture of the stent implant was noted. Another 3.5x28mm xience xpedition stent was used to successfully complete the procedure. No additional information was provided.